Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 20 mm from the distal end. The probe had a mark contacted with the grasping section. The fracture surface of the probe showed that crack developed from the mark. The grasping section had a mark contacted with the probe. The proximal side of the tissue pad was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load outside the patient. The above device handling has been warned in the instruction manual as follows. Do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During a pelvic evisceration, three of the subject devices were used. For the first device, the probe broke off outside the patient when the user was cleaning the device during procedure. The user exchanged the device to the second device but seal & cut short circuit error and seal short circuit error occurred frequently. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the breakage of the probe of the first device.